Event description:
It was reported that dr performed a primary total hip on patient in 2008. The cup only was revised ten months later. The cup was loose, had no growth and there was a yellowish fluid between the cup and the acetabulum.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the us.